Event description:
Caller states that during a correlation study the following coaguchek xs/laboratory results were obtained: 4.1. Inr/2.99 inr; 4.7 inr/3.36 inr. No treatment info provided. No adverse event reported. Requested return of suspect device and replacement sent.